Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2017 with the following findings: the battery and cartridge compartments were cracked. The pump was returned with the bolus button cover missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery and cartridge compartments were cracked. This report is made based on results of investigation completed on 10/20/2017.